Event description:
A remstar pro c-flex+ device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician found a blower foam degradation. Additionally, the device had dust contamination and displayed error codes e024 (motor speed reverse), e055 (therapy queue full) and e022 (motor flux magnitude). The device was scrapped by the service center after the evaluation was completed.